Manufacturer narrative:
Internal file number: (B)(4). Evaluation summary: a visual inspection was performed on the returned device. The reported failure to advance, difficult to remove and inaccurate delivery could not be tested as they were based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. Exemption number e2019001 permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.

Event description:
It was reported that the procedure was performed to treat a de novo lesion in the mildly tortuous, heavily calcified, 75% stenosed mid left anterior descending coronary artery. A whisper ms guide wire was used along with a 3.5x25mm trek balloon dilatation catheter (bdc) for pre-dilatation. Then, the 3.5x28mm xience alpine stent delivery system (sds) was advanced to the target lesion but became stuck due to the anatomy prior to covering the entire lesion. Since the sds was unable to be withdrawn, the stent was deployed, and the sds was removed independently. A 3.5x8mm xience alpine stent was successfully deployed to treat the remaining portion of the lesion, and a 3.5x25mm nc trek bdc was used for standard post-dilatation. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.